Manufacturer narrative:
Findings: pump received with cracked reservoir tube, reservoir tube lip completely broken off and test reservoir will not lock/click in place, minor scratched display window. Pump passed the displacement, rewind, prime and no delivery test. Unable to perform the occlusion test and basic occlusion test due to reservoir tube damage.

Event description:
The customer's father reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer was treated for high blood glucose with the pump. The customer's father reported via phone call indicating that patient insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there are cracks and plastic missing from reservoir compartment. Customer doesn't recall how damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.